Manufacturer narrative:
Concomitant medical products: 6935m62 lead, 5076-52 lead, dtba1qq ICD, 429888 lead implanted: (B)(6) 2015. Product event summary: the controller was not returned for evaluation. Log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported event can be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm that was caused by a depleted internal battery. The controller was replaced. No patient complications have been reported as a result of this event.